Event description:
It was reported that an arteriotomy closure of the moderately calcified and moderately tortuous right common femoral artery was attempted using a perclose proglide device after an peripheral arterial ballooning interventional procedure. Reportedly, the trimmer was put in position and while pulling the blue rail it broke. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.